Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior fusion surgery at 1a-1b levels. Post-operatively, the screw got loose. As a result, a revision surgery was performed and the screw was explanted. The product came in contact with the patient. No complications to the patient were reported.